Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/15/2019. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and suture was used. The suture detached from the needle during use. There were no reported adverse consequences for the patient.